Event description:
The customer reported that her sensor kept predicting low blood glucose and her meter read 201 mg/dl and then 321 mg/dl. The customer stated she would call back to finish troubleshooting and to report a high blood glucose hospitalization. The customer later stated every sensor she would remove was bent or kinked because she was thin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-72028.